Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that  the patient had a massage therapy session on (B)(6) 2022 for their knee and the massage therapist pressed on several areas in the patient's back and the side of the patient's legs and the patient stated they thought the massage therapist pressed on where the wires "inside of me are," and the patient reported that they had to say "ouch" at that time because they had pressed so hard. The patient stated they thought it "triggered/activated" the stimulation. The patient then stated that yesterday (B)(6) 2022 they started having the stimulation like how it had been when they had the device placed but it was stronger and it was hurting them. The patient stated it was terribly painful and that it was hurting clear down by the tailbone, "really low." Patient services had the patient power on the programmer and they received a 'replace programmer batteries' message. The patient had previously just changed their programmer batteries however the batteries they used were rechargeable. Patient services reviewed appropriate batteries and replacing batteries resolved the issue. The patient attempted to communicate with and without the antenna attached and saw the poor communication screen with and without the antenna. It should be noted that the patient had a difficult time locating the implant because they couldn't feel it under their skin. A replacement programmer was sent to the patient but if the replacement did not resolve the issue the patient was advised to follow up with their health care provider (hcp) to check the device. The patient reported that prior to their massage therapy incident, they hadn't utilized the device/therapy in quite a long time because it hadn't been "doing what I expected it to."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that she got the replacement patient programmer. Patient couldn't get it to connect to the stimulator. Had the patient try with and without the antenna connected to the patient programmer. Patient still got poor communication. Redirected the patient to follow up with her doctor to check the battery life of her stimulator. Patient asked on pricing. Referred the patient to the doctor or the clinic.